Event description:
It was reported that during a procedure performed on (B)(6) 2014, the polyaxial driver tips broke while implanting the 6.5mm x 50mm reform polyaxial pedicle screws into the lumbar spine. The two polyaxial screws, containing the broken driver tips, were removed and replaced. No significant delay to the procedure was reported.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.